Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the customer filled the cartridge with an unspecified amount of insulin. There was no adverse impact to blood glucose. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.